Manufacturer narrative:
On the initial report (8010047 2022 10546). The subject device was not made available for evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported event. The investigation did not establish the root cause of the reported event. The occurrence of the reported problem can be prevented by adhering to the following sections of the instructions for use (IFU): ¿chapter 7 cleaning, disinfection, and sterilization procedures: channel cleaning brush (bw-7l/reusable) /single use single-ended cleaning brush (bw-400l). Single use channel cleaning brush (bw-201t). Channel cleaning brush (bw-20t, reusable)¿. Olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess reported that the during the in-service found the facility does not have all reprocessing accessories. The ess reported that the channel cleaning brush and air/water flushing adapter have not been used and there was not one available in the department. There was no associated patient infection reported.

Manufacturer narrative:
The olympus endoscope support specialist (ess) provided the customer the appropriate part numbers (bw-400l brush and maj-974 flushing tube) so parts can be ordered. The ess will return once parts arrive to go through a proper in-service with the staff. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.